Manufacturer narrative:
No failed battery test alarm noted. The device had no button response due to corroded keypad traces. No unexpected number ramping noted. We were unable to test the operating currents due to no button response. The device had a minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had button error alarm, failed battery test alarm, and keypad anomaly. The blood glucose at the time of the incident was 232 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.